Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that the patient implanted with this device, developed a granuloma at the implant site. Additionally, it was noted that the device had migrated. Treatment with antibiotics was ordered without improving results. Therefore, the physician elected to perform surgical intervention to replace this device. No additional adverse patient effects were reported. This device is expected for return.